Event description:
During the atrial fibrillation procedure, following insertion of the sheath into the left atrium and advancing the catheter through the sheath, blood began leaking from the hemostatic valve. The sheath was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. An event of a leak was reported. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seals were microscopically inspected. A puncture was noted on the proximal seal, and tearing was noted on the distal seal. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified.